Event description:
(B)(6) study. It was reported that complete heart block(chb) and left bundle branch block(lbbb) occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The patient was on prior regimen of aspirin and other antiplatelet medication at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty, according to the instructions for use(IFU). No new conduction disturbance was noted post balloon valvuloplasty. The native aortic valve was treated with subsequent deployment of a 27 mm lotus edge valve. There was correct positioning of the 27mm lotus edge valve into the proper anatomical location. The patient developed left bundle branch block after unsheathing the valve. Trans venous pacing was left in place for rhythm management. Hospitalization was prolonged due to the event. Two (2) days post index procedure electrocardiogram (ECG ) showed sinus rhythm with ventricular extra systoles, first degree atrioventricular (av) block, q waves in inferior lead with t wave inversion and probable left ventricular hypertrophy with secondary st-t changes. The patient developed intermittent complete heart block (chb). A dual chamber (boston scientific) permanent pacemaker was implanted. On the same day, the event of chb was considered to be resolved with sequelae. Six days post index procedure, the patient was discharged on clopidogrel and other anticoagulants. At the time of reporting, the event lbbb was considered recovering.